Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The patient disconnected a solution bag during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is user error/ mis-use.

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during fill 1. The fill volume was 35ml. Per the initial report, there was a check heater line alarm. The home patient (hp) pressed stop and go to clear the alarm and resumed the fill. (B)(4) assisted the hp to check the heater line. The hp disconnected the heater bag in error. (B)(4) assisted the hp with the end of therapy early procedure. The hp ended therapy and will start over with new supplies. The hc unit was operational. There was patient involvement, but no injury or medical intervention was reported.